Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted. Initial reporter phone #: (B)(6).

Event description:
The customer reported the device switches off automatically. No consequences or impact to patient were reported.

Event description:
The customer reported the device switches off automatically. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Through the investigation, it was determined that the battery charge was below the rated voltage and the full charge capacity was below the acceptable limit. This results in the device not properly charging and can cause the battery to appear fully charged when connected to ac power. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).